Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice due to high blood glucose and had an infection at the site. The customer was unsure of the date of the hospitalization, but did recall one was (B)(6) 2014 and the second was in (B)(6) 2015. The customer blood glucose at the time of the first hospitalization was 400 mg/dl. She recalled infection in the site is what led to the hospitalization. She states the site was swalloen and hurt to the touch. After removing the moving it pus was noted. The customer experienced symptoms such as vomiting black. The customer was treated with IV and the insulin pump. The customer was wearing the insulin pump during the hospitalization. The customer blood glucose at the time of the second hospitalization was 400 mg/dl. The customer experienced symptoms such as vomiting and stomach pain. The customer was treated with IV. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned.